Event description:
Report received from baxter states device completed the infusion 72 hours earlier than expected. Device contained 2800mg 5fu and ns for a total volume of 252ml. Additional information received from npcc states infusion completed in 96 hours instead of the expected 168 hours. Reporter states "no medical intervention required and no ill-effects to the patient."